Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized and requested assistance with turning the pump off. The customer was to call back to troubleshoot the pump. The customer did not provide further information regarding the event. Although requested, the customer did not reply to troubleshoot or provide further information.